Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 1 of 1. The technical service representative (tsr) had the home patient (hp) close all of the clamps and transfer set, cycle power the hc machine. The tsr explained the alarms and the hp stated that she was unsure why they received the system error. The lines were ok, clamps were connected, there were no leaks, the spare line clamp was closed and the hp did not disconnect. The tsr explained to report the alarms to the peritoneal dialysis nurse the next morning. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp said she did not have a system error 2240, but a different alarm. She said she looked through everything and was not able to find any problems so she called in. The hp said the man helped her and then said just to be safe to start over. She did not see anything unusual with the supplies. The hp said she talked to her nurse and she said it was probably just the position of the bag. No patient injury or medical intervention was reported. During follow up the hp's nurse said that the hp had notified her and that her home choice (hc) was fine. The nurse said everything was fine after the hp started over with new supplies and the hp did not have any complications. The nurse was asked if she knew what the cause of the alarm might be, and the nurse said the hp was in the clinic then, so she would ask. The nurse came back and said the hp told her it was not an air issue, it was a check heater line. The writer explained the call that was made, and the nurse was unable to provide additional clarification on what actually happened. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).